Event description:
Customer reported that the new pump received after a prior email exchange was not functioning. It flashed a red light when charging attempts were made and did not turn on, prompting the use of an older pump instead. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.